Manufacturer narrative:
Concomitant medical products: product ID d224trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead pulled back during a device change-out procedure and no longer functioned. The lead was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.